Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for separations from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient was admitted to the hospital with unstable angina. During the coronary angiography, it was found that there was a mildly tortuous, moderately calcified, de novo lesion in mid left anterior descending artery. Using a femoral artery access site, the xience pro 2.5 x 18 mm was advanced and the proximal shaft near the hub of the stent delivery system (sds) separated. The device was withdrawn and another device was used. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.